Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope had foreign objects inside the channel. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is possible that the following led to the malfunction: a stent was stuck in the tube or that the catheter used to deploy the stent was stuck in the tube. The foreign material could not be identified and a definitive root cause cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.